Event description:
Reportedly, during a follow up performed on (B)(6) 2020 noise was observed in both channels in the episodes stored in the device memory. After performing tests, oversensing was still observed. No irregularity was noted with other measurements.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow up performed on (B)(6) 2020 noise was observed in both channels in the episodes stored in the device memory. After performing tests, oversensing was still observed. No irregularity was noted with other measurements.